Event description:
It was reported that a metal piece was missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was determined to have a missing keel tip. Further, the outer tube has a dent on the distal end. The root cause of the damages were determined to have been caused during use / handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a metal piece was missing.